Manufacturer narrative:
Continuation of d10: product ID: 37612, lot/serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator; product ID: wr9200, lot/serial# (B)(6), product type: recharger; product ID: 37612, lot/serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty pairing the handset with the recharger. The patient initially experienced issues with pairing, which were resolved by resetting the recharger. However, the patient then encountered difficulty charging the implantable neurostimulator (ins), as the recharger would locate the device and then immediately start searching again. The recharger was removed from the drape, and the device was palpated. With assistance, the patient was eventually able to recharge the ins, achieving a 50% charge with the therapy on. The patient planned to continue charging. No patient complications have been reported as a result of this event. Additional information was received from the patient. The patient called back to report that they were experiencing intermittent poor coupling again while recharging the ins. During the call, the patient was able to obtain a good signal with the ins by repositioning the recharger. At times the recharger lost the signal and began to beep as it searched for the ins, but the patient was always able to get the signal back by repositioning the recharger. No issue was found with the recharger. The patient will continue charging the ins and will call back if they have further concerns. Additional information was received from patient on file asking for assistance with charging. The nurse was assisting patient during call and recharger app was showing "recharger not found". Troubleshooting resolved issue. Left implant was at 50%, therapy was on. Right implant was at 75%, therapy was off. Patient didn't have communicator (lost). Ps emailed repair to send replacement communicator to patient representative that was visiting patient in hospital. Ps reviewed hcp staff can call nas if desired for assistance turning therapy back on at any time. Additional information was received from patient for assistance charging the ins. Reviewed how to charge. Patient was able to start a charging session. Patient said they have not followed up w/ the hcp yet as they are in the hospital. Additional information was received from patient stating he last charged the ins 3 days ago. Wr would connect to the ins then the patient would lose connection. Reviewed placed the wr on all 4 sides of the ins. Patient was able to connect for a moment then it would disconnect. Recommended the patient follow up w/ the hcp.

Event description:
Additional information was received from patient rep in regards to the same issue previously reported. Caller stated that the wr will connect and disconnect to the implant when they are trying to charge. Caller was not with the device during the time of the call. Caller stated that a nurse from the nursing home stated that the device was not charging. Due to the issue with the wr being on-going agent offered to replace the wr at this time. A request was sent to repair to replace the wr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.